Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an issue with their sensor. The customer reports the readings keep fluctuating. The customer states his sensor readings were 129mg/dl, and his blood glucose readings were 49mg/dl. The customer's current blood glucose level was 48mg/dl. Troubleshooting was conducted and it was found that the device was operating normally. The customer was advised to monitor the device and call back if the issue returns.